Event description:
It was reported that core wire detachment occurred. A left atrial appendage (laa) closure procedure was being performed. A 20mm watchman flx pro closure device and delivery system (wds) was inserted and deployed in the laa. During evaluation of positioning, the physician elected to recapture and redeploy the wds, and it was identified that the core wire had detached from the closure device resulting in unintended release. Imaging confirmed that the closure device was in an acceptable and stable position. No further intervention was performed, and the procedure was completed. No patient complications occurred. The patient is expected to continue standard post-implant follow-up and has fully recovered. Per the physician, it was noted that the back tuohy valve had been locked and that torque may have built up which may have contributed to the detachment. It was also noted that the core wire may have been partially unscrewed prior to full detachment; however, this could not be confirmed.